Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
It was reported the patient's ipg became inoperable following unrelated surgeries. Troubleshooting was attempted to no avail. As a result, the patient may undergo surgical intervention.

Event description:
Follow-up identified surgery took place on (B)(6) 2017 wherein the ipg was explanted and replaced with a new model.

Manufacturer narrative:
The CAPA investigation was initiated on 2016-02-23 to address the issue of the proclaim ipg (orion ipg family) entering the service application state. The investigation was completed and being monitored by the manufacturer.